Manufacturer narrative:
Results, conclusions: occlusion. (B)(4).

Event description:
The previously reported occlusion of the left sfa was assessed by investigator as possibly related to paclitaxel.

Manufacturer narrative:
The cec has adjudicated that the previously reported occlusion event to be related to the study device, and not related to the procedure and drug.

Event description:
The previously reported occlusion of the left sfa was treated with a non-medtronic pta balloon.

Event description:
During index procedure the physician used three in.pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion located in the sfa of the left leg. Devices were successful. Approximately 14 months later it is reported that the patient suffered from occlusion of the left sfa. Investigator assessed the event was possibly related to the device and possible related to the procedure. It is reported that the patient received an unknown pta balloon to treat the event.